Event description:
Patient developed infection around 3 implants which had to be removed.

Manufacturer narrative:
Customer sent two x-ray pictures. First surgery: picture for tooth number of 30, 31, 32. Second surgery: picture for tooth number of 28, 29, 30. Could not determine the patient's oral condition at the time of 1st surgery. And warning for infection and failure to osseointegrate is included in the IFU as a known complication with various factors that contribute to the risk of implant failure.